Event description:
It was reported to bsc on 2/5/2007 that during a sphincterotomy, the clinical staff "saw the cutting wire ripping". Additional information obtained defined "cutting wire ripping" as "cutting wire broke". It was also reported that no part of the device detached into the patient. The procedure was successfully completed using a second device. There were no adverse effects reported to the patient.

Manufacturer narrative:
The device has not been received by this manufacturer; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the DHR was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; there is one complaint against this lot for the same issue, from a different customer. A product family rolling 15-month complaint trend report for all complaint failure modes were reviewed; no adverse trends were noted.